Event description:
During troubleshooting a check supply line alarm that appeared on the homechoice (hc) display during last fill, the home patient (hp) reported that his caregiver (cg) removed had the heater bag because she thought the therapy was completed. When the cg realized the therapy was not completed, she added a new bag. The baxter technical service representative (tsr) explained the alarm and advised the hp that they would need to end therapy because of the bag being removed and the new one being added. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the cg regarding the reported issue, it was revealed that the issue was resolved, and that it was an accident. The cg stated that she discussed the issue with the nurse. Per cg, hp is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is for a report of a check supply line. The used sample was not returned to baxter for evaluation therefore the complaint cannot be confirmed in the lab. The lot number is unknown therefore a batch review was not performed. From the data within the complaint information, the root cause was user error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for the check supply line alarms is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The problem was resolved over the phonea follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.